Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of eye irritation, kidney disease/toxicity and liver disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of eye irritation, kidney disease/toxicity and liver disease/toxicity. During the investigation, the manufacturer observed the sd (secure digital) card cover was missing. A greyish dust-like contamination was observed in the lcd (liquid crystal display) area of the ui (user interface) panel. Several scuff/smudge marks were observed throughout the bottom enclosure. A dust-like contamination was observed on the top cover/ui panel, in the air inlet, on the interior side of the top cover, on the pca (printed circuit assembly) , on the bottom enclosure inside the left and right side cover, on the blower cap, iso (international organization for standardization) port, on and inside the blower motor, in the base of the blower housing, all over the sound abatement foam and walls of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.